Event description:
Nurse reported that he is allergic to latex products. He developed hives on his neck, shortness of breath and wheezing. He had to take off work and had to use breathing inhaler. He avoids use of latex products.